Event description:
It was reported that in ob, during the insertion of the epidural catheter, the female pt endured a "wet tap", accidental puncture of the dura mater during injection of epidural anesthesia, which in turn lead to a severe head ache. As a result, a blood patch was required. Days later, this pt required a second blood patch and is now doing fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.